Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain. It was reported that the patient¿s lead eroded through their skin, and was exposed. No contributing factors were reported. It was stated that the patient was scheduled for explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative noting that the system was explanted on (B)(6) 2017 and the equipment was disposed by the hospital. It was confirmed that the equipment would not be returned. No further complications were reported.